Event description:
It was reported that during a case involving a heavily calcified ostial rca, the stent was deployed at 10 atm. However, the center of the stent appeared broken or it could have looked that way due to the heavy calcium. Due to this condition, a hepacoat stent was implanted inside the stent.